Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements. A signal artifact monitor episode was stored and review indicated the lead may have fractured. In clinic evaluation was performed. Noise was able to be reproduced in bipolar configuration. The patient was in atrial fibrillation (af) at the time of the evaluation. The lead configuration was programmed to unipolar and further evaluation was planned when the patient was no longer in af. No adverse patient effects were reported.